Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During evaluation, it was determined the image temporarily disappears due to a faulty cable. In addition, it was noted there were kinks found on the cable. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the autoclavable camera head video was dropping in and out during set up for an unknown diagnostic procedure. The procedure was completed with a similar device without delay. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the intermittent image was due to a cable failure. The root cause of the cable failure was unable to be identified. The following is included in the instructions for use: ¿never excessively bend, pull, twist, coil, squeeze or apply a crushing force to the camera cable. The camera cable could become damaged. Do not use excessive force when wiping the external surfaces of the camera cable. Otherwise, the camera cable could become damaged.¿ olympus will continue to monitor field performance for this device.